Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and radiculopathy. The pump contained morphine (concentration 15.4 mg/ml, dose 7.389 mg/day), bupivacaine (concentration 0.6 mg/ml, dose 0.287 mg/day), and fentanyl (concentration 2000 mcg/ml, dose 959 mcg/day). It was reported at pump replacement time on (B)(6) 2017, the catheter was checked for patency. It was noted that the catheter was sluggish/had sluggish flow. The catheter was trimmed off and replaced with a new proximal segment; the catheter was then flowing. It was unknown what factors might have led or contributed to the issue, and it was unknown what diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. No patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported there was a device diagnosis of catheter occlusion. During a catheter access port (cap) contrast/dye study on (B)(6) 2016, catheter aspiration was somewhat sluggish, but the hcp was able to aspirate 3cc csf slowly. The etiology of the event was possibly related to the device or therapy, specifically the lumbar/pump portion of the catheter. The event resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified a non-significant indent in the seal of the sutureless connector of the catheter that did not affect infusion. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.